Manufacturer narrative:
B3 event date: the issues occurred on (b)6) 2024. D4: lot #: the customer provided the possible lot numbers as 24b021 and 23m010. D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) large volume infusors underinfused during infusion. Two of the four devices had infused approximately 50% of the volume. These contained cefazolin 6000mg in 240ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the suspect lot 23m010 was manufactured between november 16-20, 2023 and the suspect lot 24b021 was manufactured between february 9-12, 2024. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection was performed, and it showed two infusor devices containing fluid inside their bladder which suggested a possible underinfusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.